Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that shaft fracture, stent premature deployment and removal difficulty occurred. The 90% stenosed target lesion was located in the severely tortuous and non-calcified carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use during a cerebral angiography and carotid artery stenting intracranial artery thrombectomy procedure. During the procedure, upon advancing the device, the delivery sheath was fractured, leading to the stent being released prematurely inside the y valve and could not be withdrawn. The device was removed by cutting the long sheath short to facilitate device removal. A new stent was used, and the procedure was completed. There were no patient complications as a result of this event. It was further reported that there were resistance and difficulty advancing the delivery sheath. Upon advancing, it was noted that the stent had been deployed in the long sheath.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). With the available information, boston scientific concludes: device history record (DHR) review. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis. The carotid wallstent monorail device was returned for evaluation. As per specification, this device is compatible with a 6fr sheath. The customer's introducer sheath was not returned for analysis. The investigator successfully advanced the device through a boston scientific 6fr sheath and withdrew it with no resistance experienced. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. A visual and tactile examination found a complete separation of the outer sheath of the device located at the guidewire monorail port. No other issues were identified during the product analysis. Labeling review. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review. A risk review was completed and confirmed that the event of stent - difficult to remove, stent - premature deployment, shaft - break and catheter - difficult to advance was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Boston scientific concludes the most probable root cause as adverse event related to patient condition based on the results of product analysis and there being no reported device damage or malfunction until the user attempted to advance it within the severely tortuous vessel. It is most probable that the severely tortuous vessel created resistance when advancing and withdrawing the device when attempting to position it resulting in the delivery system getting kinked/damaged at the guidewire monorail port. The damage/ kink at the guidewire port would create a weak point in the outer sheath resulting in separation during withdrawal of the delivery system. As it is not possible to deploy the stent when advancing the device or with a separation of the outer sheath, the premature deployment most probably occurred accidentally before the sheath separated during withdrawal of the delivery system. The device was successfully advanced through and withdrawn from a compatible sheath without issue during analysis.

Event description:
It was reported that shaft fracture, stent premature deployment and removal difficulty occurred. The 90% stenosed target lesion was located in the severely tortuous and non-calcified carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use during a cerebral angiography and carotid artery stenting intracranial artery thrombectomy procedure. During the procedure, upon advancing the device, the delivery sheath was fractured, leading to the stent being released prematurely inside the y valve and could not be withdrawn. The device was removed by cutting the long sheath short to facilitate device removal. A new stent was used, and the procedure was completed. There were no patient complications as a result of this event. It was further reported that there were resistance and difficulty advancing the delivery sheath. Upon advancing, it was noted that the stent had been deployed in the long sheath.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that shaft fracture, stent premature deployment and removal difficulty occurred. The 90% stenosed target lesion was located in the severely tortuous and non-calcified carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use during a cerebral angiography and carotid artery stenting intracranial artery thrombectomy procedure. During the procedure, upon advancing the device, the delivery sheath was fractured, leading to the stent being released prematurely inside the y valve and could not be withdrawn. The device was removed by cutting the long sheath short to facilitate device removal. A new stent was used, and the procedure was completed. There were no patient complications as a result of this event.